Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reporter blood glucose reading was 245 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. It was found that the customer was filling the reservoir with cold insulin and not practicing the correct insertion technique. The customer was advised to warm the insulin to room temperature prior to filling the reservoir, and the proper insertion technique was explanted to the customer. While checking the history files on the insulin pump, it was found that a bolus had not been delivered in four days. The customer stated that she had programmed boluses into the insulin pump during that time. It was arranged to send a replacement insulin pump to the customer. The customer declined to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.